Event description:
Reportedly, during patient use device alert occurred and the ventilator stopped ventilating. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this event.

Manufacturer narrative:
Distributor brought the ventilator back to their office and investigated. The reported issue was resolved by replacing the rear panel assembly verifying the internal pressure transducer (x2) on the main control board was faulty. (B)(6).